Manufacturer narrative:
H6: investigation summary one photo was submitted for investigation. The customer complaint of tubing defective/separation was verified by review of the photo provided. The photo provided indicates that the tubing separated at the bottom of the pumping segment. The customer complaint of leakage could not be verified with the photo provided. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd intravascular catheter that tubing separated, was damaged, and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing spontaneously disconnected at the safety clamp during routine priming/setup.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city, state and MFR site and (B)(6) registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Address information was not able to be obtained, therefore,(B)(6) was used as a place holder.

Event description:
It was reported while using an unspecified bd intravascular catheter that tubing separated, was damaged, and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing spontaneously disconnected at the safety clamp during routine priming/setup